Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported post-op a laparoscopic adjustable band procedure, the pt came in for an adjustment. While the surgeon was adding saline solution, the restriction did not change. The surgeon took the pt into surgery for a laparatomy and found the tubing had come off the port. The strain relief tab was floating in the abdomen. It was located and removed it. The tubing was reconnected to the port. The pt is okay.